Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: coronavirus disease 2019 and mechanical circulatory support devices: a comprehensive review. Monaldi archives for chest disease. 2023; 93(2) doi: 10.4081/monaldi.2022.2362 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review of left ventricular assist device (vad) patients who were diagnosed with coronavirus disease (covid-19). The authors described patient deaths; however, the causes of death were multiple organ failure, and other unknown causes likely attributed to covid-19. There were patients who experienced pump thrombosis, gastrointestinal bleeds (gibs) which required blood transfusions, ventricular arrhythmias, cardiac arrest, cardiogenic shock, pump hemolysis, acute kidney injury, hemorrhagic stroke or driveline infection which required medication and dressing. The status of the devices is unknown. No additional adverse patient effects were reported.